Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 03/12/2024, that on 03/10/2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024, which is off-label usage of the device. On (B)(6) 2024, it was reported that the patient experienced pain on the insertion area and skin irritation under the patch area that causes inflammation, swelling and redness. Therefore, the patient went to the ER. There they performed an x-ray scan on her arm and found out that she had a skin infection that is called cellulitis. The doctor in the ER who prescribed cephalexin 500 mg (oral antibiotic; 3 tablets a day). The patient was in good condition at the time of report. No additional event or patient information is available.